Event description:
Caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. After receiving assistance from technical support, who provided information and guided the caller through a pump reset, the issue was resolved, and the caller successfully started their sensor session.